Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown_lead, lot# unknown, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported their device was recently implanted and that he thought that there was a ¿lead problem.¿ the patient stated that they felt ¿pain when sitting, standing, or when he put his hand over the device.¿ there were no further event details reported; no further complications were reported or anticipated.